Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-aug-2019 with the following findings: a review of the pump black box showed pump reboots. A visual inspection of the pump revealed the battery compartment was cracked. There was evidence of corrosion found inside the battery compartment. The pump leaked at battery the compartment during leak testing. The returned battery cap was undamaged and was able to fit securely. The pump powered on normally with no alarms occurring. No power issues occurred during testing. The pump¿s cover was removed and moisture damage was observed on the power printed circuit board. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 02-jul-2019, the reporter contacted animas alleging an intermittent power issue with a cracked battery compartment and moisture inside the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.